Manufacturer narrative:
A4 patient weight added to the report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05945. It was reported that the patient was not getting adequate therapy due to lead fracture. As a result, surgical intervention occurred on (B)(6) 2021 wherein one of the leads was explanted and replaced. The patient has effective therapy post operatively. It is unknown which lead was replaced, therefore both leads are being reported.